Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited function undersensing on the right atrial channel which led to the delivery of inappropriate antitachycardia pacing (atp) for supraventricular tachycardia. The inappropriate atp accelerated the patient's rhythm to ventricular tachycardia which led to the delivery of additional schemes of atp which converted the patient back to sinus rhythm. The crt-d was reprogrammed and continues to remain in service. No adverse patient effects were reported.